Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor aspiration during multiple procedures. The procedures was completed. Multiple patients experienced keratitis. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stated the keratitis resolved after 2 weeks with no further treatment.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was manufactured on september 5, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported events (B)(4).